Event description:
It was reported that the device had a possible header/connection problem and there was noise seen. It was later reported that there may be a fracture on the competitor lead or a set screw issue. The lead integrity alert was triggered and there was evidence of low imedance, noise and oversensing. When the pocket was opened they could not reproduce the issues by tugging on the lead. It was further reported by the patient that the device only lasted one year. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found. Performance data collected from the device was analyzed and revealed that the lead integrity alert (lia) triggered on (B)(6) 2010 at time stamp 5:46:26 pm and on (B)(6) 2010 at time stamp 6:35:34 am. High v-sic counts are observed with 701 counts on the lifetime counter, most of these counts occurring on the beginning (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on (B)(6) 2010 through (B)(6) 2010. (15 episodes nst).